Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s entire system was explanted due to infection. The cause of infection was unknown. A temporary lead was placed in the right ventricle. No further information was provided.